Manufacturer narrative:
(B)(4) 2011: a response from the manufacturer is pending. Device was disposed off by hospital.

Event description:
During the implantation procedure, it was reported that the helix on this lead would not extend. The lead was not implanted; a new isoline lead was implanted successfully.

Manufacturer narrative:
(B)(4) 2011, a response from the manufacturer is pending. (B)(6) 2011, (B)(4) since the device was not returned, the device history records were reviewed. (B)(4) the records did not reveal any abnormalities relative to the lead. Since no other information is available, no further conclusion can be drawn.

Event description:
During the implantation procedure, it was reported that the helix on this lead would not extend. The lead was not implanted; a new isoline lead was implanted successfully.